Event description:
The patient reported that the v-go 20 will not stay attached to their body. The patient was new to v-go use and was transferred to the training department. It was reported that the devices were available for return to the manufacturer for evaluation. However, do date, the devices have not been returned.